Event description:
It was reported that the pump was running but there was nothing going down the gastrostomy extension set. The pump did not deliver any feed and no alarm sounded.

Manufacturer narrative:
.